Event description:
It was reported the programmer would not allow the pt to increase the amplitude unless the pt pressed both the plus and minus button at the same time. A replacement programmer was sent to the pt, which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.